Event description:
It was reported patients drg leads migrated and lost effective coverage. As such surgical intervention was undertaken on (B)(6) 2024 wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.